Event description:
Via spontaneous call, patient reported that cadd legacy pump randomly beeps 5 times and when she checks the pump, there is no alarm message and only shows that the pump is running. Patient has switched to her backup pump, which is functional. Malfunctioning pump sn (B)(4) maintenance due date 10/11/2019. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Did we replace device? Yes. Is the actual device available to be returned for investigation? Yes. Reported to (B)(6) by: patient/caregiver.